Event description:
Covidien received information stating that the display on an 840 turned off and then back on again while in patient use. The patient ventilation was not interrupted. The customer stated that the patient was scheduled to be transported out from their facility prior to the event occurring. The unit was evaluated by the clinical staff while still connected to the patient and a decision was made to allow the patient to remain on the ventilator until the patient was removed for transport. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended running ventilator on test lung. The customer was unable to duplicate the reported malfunction however found oxygen (o2) sensor error codes in the memory log. The customer replaced the o2 sensor and preformed extended self-testing on the device and all tests passed. Covidien was not authorized to evaluate the device.

Manufacturer narrative:
(B)(4).